Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No watchdog timeout alarm or unexpected restart alarm noted. No unexpected high pitch screeching noise or reset display anomaly noted. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on the c13 lcd isolation tape noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will

Event description:
The customer's mother reported via phone call that the insulin pump alarmed unexpected restart. Customer's blood glucose level was unknown. Customer's mother stated that the alarm first occurred while insulin time was being changed. Customer's mother reported that new batteries were inserted and insulin pump alarmed watchdog timeout. Customer stated that the insulin pump had blank display afterwards but returned after troubleshooting. Troubleshooting for watchdog timeout was performed and insulin pump was able to rewind without alarm and also passed self-test. Customer's mother called a day after and stated that insulin pump alarmed unexpected restart again. Customer's blood glucose level at the time of the incident was 263mg/dl. Alarm did not occur shortly after inserting new battery and occurred during normal use. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.